Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, there was restenosis. The lesion was located in a moderately tortuous, mildly calcified, 90% stenosed segment of the 2nd obtuse marginal (om). The lesion was not predilated. A 3.0x16mm taxus express2 drug eluting stent was deployed at 10 atm for 24 seconds. The stent was fully expanded and well apposed per angiography. The stent was not post dilated. The patient was discharged on plavix. No patient complications were reported, however, it was noted that the patient "had a lot of coronary spasm due to viagra." Three days later, the patient experienced angina. The patient presented to the emergency room and was transferred to the coronary cath lab with EKG changes. 100% restenosis was noticed in the entire stent. There was "no visible thrombus." This was treated using a 3.0x12mm taxus express2 stent. The patient was stable post intervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.